Event description:
The customer reported that lipids leaked from above the tubing filter where the tubing is inserted into the extension set and while connected to a patient in the sbu. There was no harm.

Manufacturer narrative:
The customer¿s report of a leak from above the tubing filter where the tubing is inserted into the extension set was not confirmed. Visual inspection of the set noted lipid fluid was within the filter. There was no component damage or any other anomalies observed. The mating extension set used during the reported event was not received for investigation. Functional and pressure testing did not result in any leaking. A root cause for the reported leaking could not be identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that lipids leaked from above the tubing filter where the tubing is inserted into the extension set and while connected to a patient in the sbu. There was no harm.